Event description:
It was reported that the patient experienced recurrent low blood glucose while using an ilet with a g7 cgm, including an urgent low alarm and a nadir in the 40 mg/dl range, after treating a prior low that was followed by hyperglycemia near 214 mg/dl and subsequent automated correction; the event involved patient-managed oral glucose and patterns of announcing meals infrequently, and device procedures were questioned by the user. Symptoms included hypoglycemia and hyperglycemia. Outcomes included unexpected medication use to treat the event and were characterized as a serious impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.